Manufacturer narrative:
The console was received by the manufacturer for evaluation. Evaluation found no issues with the device. It worked per specification. Based upon the reported failure, the cause of the failure was improper set-up of the device. Improper setup would result in a "fluid path blocked" error message. The doctor finished the surgery by needling the tendon. Per manufacturer policy, conversion surgeries are to be reported. The patient was reported as having no injuries or complications caused by the failure.

Event description:
The complainant reported that 1.5 minutes into the procedure the error message "fluid path blocked" activated on the console. The doctor was nearly done so he opened a second kit. The second microtip primed for 5-7 seconds then the error message "fluid path blocked" activated on the console. The sales representative was unable to get the system to work. The doctor stated that the procedure was "good enough" but went in with a needle to finish/ clean up. There was no complication or injury to the patient. The two microtips were diposed of by the facility staff and the console was returned to the manufacturer for evaluation. It was determined by the distributor, who was onsite at the time of the failure, that the console was causing the error codes. Per manufacturer policy, as the doctor converted to a different procedure to complete the tenotomy, the reported failure of the console is being reported.